Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been experiencing strange discomfort since implanting the dbs system. The patient keeps seeing things and hearing voices. The patient was directed to discuss with their hcp.